Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was leaking. The implantable neurostimulator (ins) had shut off. This occurred in (B)(6) 2015. The patient went to the health care professional (hcp) and turned it back on. The hcp did not know why it shut off. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.